Manufacturer narrative:
"It was reported that the device experienced a respiratory system fault and motor failure during operation. No patient was injured. Draeger service engineers were involved in this incident. Based on the information provided by on-site engineers, the fault was caused by the rupture of the upper rolling diaphragm. With the limited information available, it is speculated that the rupture of the upper rolling diaphragm may be caused by factors such as material aging, improper cleaning and maintenance, and external impact. Since the defective part has not been returned, the root cause cannot be determined. If automatic ventilation fails or the automatic ventilation mode stops (ventilator fault), the monitoring functions remain unaffected. The user can still access ventilation performance and patient gas measurement values at any time. During automatic ventilation, in the event of a ventilator fault, the ventilator will automatically shut down, switch to the manual/spontaneous (man/spont) safety mode, and trigger the corresponding ventilator fault alarm. Manual ventilation can still be performed. After replacing the upper rolling diaphragm, the device operated normally, and no other issues have been reported."

Event description:
It was reported that: motor stopped moving. Ventilator stopped. Warning breathing system failure. The customer has suspended the use. No patient injury reported.

Manufacturer narrative:
The investigation has started. A follow-up report will be submitted upon completion.

Event description:
It was reported that: motor stopped moving. Ventilator stopped. Warning breathing system failure. The customer has suspended the use. No patient injury reported.